Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a cerebrovascular accident post implant believed to be associated with being on extracorporeal membrane oxygenation support (ECMO) prior to implantation. A mechanical thrombectomy was performed. The patient reportedly had no residual effects from the cerebrovascular accident. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebrovascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.